Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2022. The endoscope was inspected by pentax medical service under work order (B)(4) and the technician confimed the customer complaint and documented the following inspection findings: customer complaint findings: customer complaint duplicate, scope electrical test function: dst electrical safety test pass, scope electrical test function: plct electrical safety test pass, scope leak test function: dry leak test pass, scope leak test function: wet leak test pass, light emitting diode(led): led blackout, air/water socket: chipped/cut o-ring. The device will undergo repairs and be returned to the customer once completed. The endoscope is awaiting repair and approved by final qc as of (B)(6) 2022. This is the first time model ec34-i10cl, serial number (B)(4) has been returned to the pentax montvale facility since the device was put into service.the investigation is in-process.if additional information becomes available, a supplemental report will be filed with the new information.importer report number 2518897-2022-00205 is being submitted for the pentax medical videl colonoscope, model ec34-i10cl, serial number c0005z0239importer report number 2518897-2022-00206 is being submitted for the pentax medical videl colonoscope, model ec34-i10cl, serial number c0005z0249

Event description:
Pentax medical became aware of a complaint on (B)(6) 2022 that occurred in an operating room during use in (B)(6) within the (B)(6). The customer initially reported fog test failure. The image disappeared during patient procedure when control knobs were applied.on (B)(6) 2022, a pentax sales rep had a phone call with the user facility and the facility had intermittent black outs and the doctor lost visibility while doing the exam. During one particular case this happened right after the doctor removed a polyp and was cauterizing the it. The doctor was not able regain visibility and was concerned that the patient might have internal bleeding as a result of the poly removal. During good faith effort attempts on (B)(6) 2022, the (B)(6) was provided two endoscopes as the potential endoscope used during the loss of image during cauterizing case. Due to the reported bleeding and potential of internal bleeding related to the malfunction, pentax medical will be filing two events to the FDA, one for each of the model and serials provided, with a reportable event awareness date of (B)(6) 2022. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Event description:
Refer to h10.

Manufacturer narrative:
Correction information. F7: follow up #1. F10: coding changed based on the investigation result component code: 247 circuit board, 4727 cable mechanical/structural. Additional information. Evaluation summary; this event is considered to be caused by an external load causing the image to disappear due to an abnormality in an electrical component, disconnection of an electric wire, or the like. Device has been repaired. If additional information becomes available, a supplemental report will be filed with the new information.